Event description:
It was reported that the tip of the inserter broke off. The broken tip was retrieved. No pt complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for eval. Visual macroscopic exam confirmed the breakage of the device. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.